Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed the device was ruptured. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was attempted to be re-inflated; however, the balloon could not be inflated to the target pressure. The procedure was completed with another cre fixed wire dilatation balloon.   There were no patient complications reported as a result of this event.   Investigation results revealed that the balloon had ruptured; therefore, this is now an MDR reportable event.